Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The distributor reported that there was an abnormal production of air bubbles when the cartridge was filled with insulin. The distributor said that three cartridges of the same lot number all produced high quantities of air.